Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead, high out of range pacing impedance values were continually observed and unable to be resolved. As a result, the physician removed the lead and attempted to implant another boston scientific lead of differing model type; however again, high impedances values were observed and unresolved. The second attempted rv lead was removed and a competitor lead successfully implanted. Both attempted implant rv leads are intended to be returned for a post market assessment. No adverse patient effects were reported.

Manufacturer narrative:
Following product return and completion of laboratory analysis, a follow-up report will be submitted.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.